Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received an alert. Device interrogation indicated episodes of t wave oversensing. The device was reprogrammed, which resolved the issue. No patient symptoms were reported.